Manufacturer narrative:
A review of the device history record (DHR) of the affected lot of dg gel anti-igg lot: 24014.01 was performed. It was confirmed that no incidents were reported during the production process of this lot that could have caused the reported event. Likewise, quality control (qc) record for the mentioned dg gel anti-igg lot: 24014.01 does not show incidents and all tests performed met the acceptance criteria (specificity for positive and negative samples and potency test) specifically for dat and iat. The log files of the instrument provided by the customer were analysed and no evidence of any malfunction was found. After a visual inspection of the microtube image of the well in which the pre-transfusion crossmatch test was performed, some scattered cells along the microtube above a non-flat pellet can be observed. This very weak reaction was not detected by the reader of the instrument, because it is at the limit of detection of the instrument. The obtained result is as expected based on current vision algorithms and, according to the validated criteria implemented in eflexis v3.0.1. The microtube is considered correctly classified as negative since not enough points have been detected to consider this reaction as "+/-". Due to the unavailability of the patient's sample, a more in-depth investigation could not be carried out. Those cases that are given by the automated instruments as negative but that, after an accurate visual reading of the microtube, show a pattern of few barely visible small sized agglutinated cells at the lower part of the gel column or barely visible scattered points throughout the gel column along with a pellet of non-agglutinated cells at the bottom, may signal either specific or unspecific reactions. These reaction patterns can be classified as negative or as "doubtful" by the automated instruments without indicating any malfunction. These cases are at the limit of the system sensitivity. The following limitation has been included in erytra eflexis software version 3.2.0 instructions for use (IFU) in section 1.3 product limitations: "results that are given by the automated instruments as negative but that, after an accurate visual reading of the microtube, show a pattern of few barely visible small sized agglutinated cells at the lower part of the gel column or barely visible scattered points throughout the gel column along with a pellet of non-agglutinated cells at the bottom, may signal either specific or unspecific reactions. These reaction patterns can be classified as negative or as "doubtful" by the automated instruments without indicating any malfunction. These cases are at the limit of the instrument sensitivity." As a mitigation, when a user deems relevant to identify results with this weak pattern in a negative result, the instrument can be configured to consider negative results in xmatch as special results requiring a review from the user. Additionally, improvements in the interpretation algorithm of the vision system for this kind of patterns will be included in a future software version.

Event description:
The customer reported a false negative result when crossmatching samples (ID (B)(6)) with different donors, using dg gel anti-igg cards (batch 24014.01 with expiration date 06/2025). In most cases, an incompatible result was obtained. In the case of one of these donors (ID (B)(6)), a compatible result was obtained despite a visible positive result (card (B)(6) microtube 6). The patient sample tested was confirmed to be o negative, with a positive antibody screening (positive result in cell I of serascan diana 3 lot 24051) and a positive result in the identification panel (cell 1 and 7 1+ and +/- cell 10 of identisera diana lot 24025). A negative result was obtained with the papainized panel (identisera diana lot 24025). An anti-n antibody was identified, and it was confirmed that the donor unit was n positive.